Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence after a post op examination, stress incontinence with urgency, urethral hypermobility and urinary frequency. A subsequent sling placement procedure and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced stress incontinence with urgency, urethral hypermobility and urinary frequency. The aris mesh was not removed.